Event description:
It was reported to boston scientific corporation that during an endoscopic sphincterotomy (est) procedure using a stonetome, while attempting to cut the papilla, it was noticed that there was no power distribution. The procedure was completed with a different device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly stable.

Event description:
It was reported to boston scientific corporation that during an endoscopic sphincterotomy (est) procedure using a stonetome, while attempting to cut the papilla, it was noticed that there was no power distribution. The procedure was completed with a different device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "stable."

Manufacturer narrative:
A visual examination of the returned device found that the working length of the device was twisted. Upon un-twisting and straightening the distal tip, the cut wire appeared to have a minor bend. A functional evaluation of the device, found that the device bowed in plane and the continuity between the 2-in-1 connector and the exposed cutting wire was found to be able to conduct current indicating proper connectivity of the device. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch result - no failure detected; the alleged failure could not be duplicated, however, the working length was found to be twisted.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.